Manufacturer narrative:
No sample is available for the manufacturer to evaluate.

Event description:
The event is reported as: complaint alleges: "a piece of plastic broke off the base of the green rusch laryngoscope blade while attempting to intubate a pt. The plastic piece was removed from the airway. Another new blade was used and the pt was intubated without and further issue". No pt injury reported. Pt current condition is fine.